Event description:
The patient was charging more than expected. The patient's energy needs were much higher than average and the recharge interval decreased from the interval experienced at initial implant. She had to recharge every three days and it took "forever" to charge. The settings were as follows: initial settings: program 1 - + - + v 5.55 rate 60 pw 450, program 2 - + - + v 0.00 rate 60 pw 450, program 3 - + - + v 5.85 rate 60 pw 450, program 4 - + - + v 4.50 rate 60 pw 450. Last settings: program 1 - - + + v 8.50 rate 60 pw 450, program 2 + - + - v 4.60 rate 60 pw 450, program 3 - + - + v 4.60 rate 60 pw 450. Recharge interval (76% of battery used - current situation). Initial settings - 3.7 days between recharge sessions. Last settings - 2.9 days between recharge sessions. The device was replaced. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4). Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.